Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. D4: lot number unknown / not provided. D4. Catalog number unknown / not provided. D4. Expiration date unknown / not provided. D6a. Implanted date unknown / not provided. D6b. Explanted date unknown / not provided. H4. Device manufacture date unknown / not provided. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the patient presented with a fixed bridge supported by two implants replacing the four mandibular incisors. Implant #42 failed due to peri-implantitis, and implant #32 was also considered at imminent risk of failure for the same reason. The patient is of advanced age with multiple systemic health conditions and had not attended follow-up or maintenance appointments since 2018. The implant was removed. Symptoms as a result of the event: pain.